Manufacturer narrative:
Of the 21 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a display issue. During investigation for unrelated allegations, there were 13 additional flashing display w/moisture failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 21 malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 65-224 pounds and between 8 and 65 years of age. Of the reported patients, 11 were male and 10 were female.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of display issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.